Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a bio-ID failure. A technical support specialist rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with the bio-ID. The customer reported that the bio-ID did not work, requiring repeated logins to access the station. The malfunction occurred when the user was trying to issue the medication, but there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.